Manufacturer narrative:
The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states. A clinical review is pending, additional information has been requested. Heartsine continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Heartsine contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device would not power on the first two attempts the power button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in this event did not survive. It is not known if this event caused or contributed to the patient outcome.

Event description:
The customer contacted stryker to report their device would not power on the first two attempts the power button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in this event did not survive, use of the device did not contribute to the patient outcome.

Manufacturer narrative:
A clinical review was performed and determined the device performed to specification throughout this event and the device did not cause or contribute to the patient death. This patient presented asystole, a non-shockable rhythm, which is treated with cardiopulmonary resuscitation until emergency services arrival. Chances of survival from asystole are low (2%, engdahl, johan, et al.

Event description:
The customer contacted stryker to report their device would not power on the first two attempts the power button was pressed. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in this event did not survive, use of the device did not contribute to the patient outcome.

Manufacturer narrative:
Heartsine evaluated the device and was unable to duplicate or verify the reported issue. This device was archived and the customer received a replacement device.